Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with amikacin, 250 mg (route and frequency were not reported) and vancomycin, 1 gram, once in 72 hours (route was not reported). The patient outcome was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.